Manufacturer narrative:
(B)(4). Damaged articulation gear teeth. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully loaded with staples. The returned cartridge was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the left and center the staples were malformed due to the damage articulation mechanism, however, when fire in the right position the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a tah/bso procedure, the articulation band broke. The stapler would not articulate anymore. A new device was opened to complete the procedure. There was no impact to the pt.